Event description:
It was reported to philips that the system would not fully boot up and gave an error message of "x-ray system is shut down". The device was outside of clinical use at the time of reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was in clinical use for planned /non-emergency treatment, and the procedure got completed as planned by using another system. The philips field service engineer (fse) inspected the system onsite and confirmed that system cannot boot up completely. Review of the log file cannot confirm the reported malfunction. Upon troubleshooting using diagnostic tool, fse identified that system boot up into windows and confirmed defect in the disk bay. To resolve the issue, fse replaced the disk bay. After replacement of the disk bay, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code was corrected.